Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported while using the day aligners that the top aligners are cutting into their gums. The patient stated there is no progress with their overbite and that their teeth are constantly hurting causing headaches, discomfort and a pain level of 8.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.